Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The retained samples were conditioned and tested for mixing and setting characteristics at an ambient temperature of 23 degrees celsius. All results received are within specification. The IFU states the following: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. Note: manual handling and body temperature will reduce the final setting time. The handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 23°c before use.¿ without the temperature information, confirmation of temperature diversity as a route cause cannot be verified. The testing of the retained samples showed no product problem. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Cement has been setting up too fast, making it unusable for surgery.